Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope exhibited poor air/water supply. The device was returned and an evaluation at the repair center revealed clogging of the nozzle with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation ¿poor air/water supply¿. There were few additional findings. Due to deformation of up/down knob, water tightness was lost. Universal cord was sticky. Protector of universal cord on scope connector side and control section side had discoloration. Paint on air/water-cylinder was peeled. Suction cylinder was shaved. Control unit was dirty due to water leakage. Adhesive on bending section cover had a chip. Due to wear of angle wire, the play of up/down knob was out of the standard value. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Scratches were found throughout the device. The investigation is ongoing. Follow up in progress to obtain additional information from customer. A supplemental will be submitted on completion of investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for additional information received regarding event. The investigation is ongoing. A supplemenal will be submitted upon completion of investigation or if any additional information is received.

Event description:
The customer further reported that the malfunction "poor air/water supply" occurred during inspection for use for a diagnostic procedure. The procedure was completed with the same device. The customer also stated that the device was cleaned, disinfected, and sterilized before it was sent to olympus.